Event description:
The individual, from 1991 to 1997, wore latex medical gloves in the performance of her job duties. The individual allegedly has become sensitized and allergic to latex as a result of this exposure.